Event description:
It was reported that the defibrillator device was oversensing due to pacing delivered by a still-implanted pacemaker device, even with the pacemaker device set to its lowest output. The pacemaker device has already reached its elective replacement indicator (eri), and is currently operating in vvi pacing mode at 65 beats per minute, despite the patient reportedly being told that it had been "turned off". The defibrillator device remains in use, and the pacemaker remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.